Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and a product complaint (pc), concerned a 56-years-old female patient of unknown origin. Medical histories were not provided. Concomitant medications included cerebrolysin, mecobalamin and thitocid compound (as reported), all used for treatment of unknown indication. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) from cartridge (humulin 70/30), via a reusable pen humapen savvio (gray), at dose of 40 units and 25 units, daily, subcutaneously, for treatment of diabetes, beginning on an unknown date in 2016. Since an unknown date in 2016, she was using the humapen savvio (gray). On an unknown date in (B)(6) 2022, after starting human insulin isophane suspension 70%/human insulin 30% therapy, she had surgery in lumbar vertebra by laser with thermal frequency (reason was not specified). She left the hospital on the same day and was not hospitalized. On an unknown date in (B)(6) 2022, after this surgery, the physician prescribed some neurological medications; danterelax 25mg (as reported) from unknown formulation, at unknown dose, twice in a day; sulfax (as reported) from gel, at unknown dose, four times in a day; celecoxib (arythrex) 200mg from unknown formulation, at unknown dose, twice in a day; calcium, magnesium, vitamin d nos (calmag) from unknown formulation, at unknown dose, twice in a day; and cerebrolysin, mecobalamin and thitocid compound (as reported). On an unknown date in (B)(6)2022, the neurological medications danterelax, sulfax, celecoxib and calcium, magnesium, vitamin d nos caused elevation in blood glucose level (first episode) for 10 or 15 days reached to 508 mg/dl after the mentioned surgery. So, the physician increased the daily insulin dose to 44 and 50 units per day to adjust the blood glucose level and on an unknown date in (B)(6) 2022, she was fully recovered. Danterelax, sulfax, celecoxib and calcium, magnesium, vitamin d nos therapies were prescribed for only one month and on an unknown date in (B)(6) 2022, these therapies were stopped. On an unknown date, the dose knob of the humapen savvio (gray) could not be rotated easily. She struggled on releasing the dose as the button got stuck at different time intervals on pressing and it became harder to be used by her (pc: 6112589; lot number: 1311v05). Since (B)(6) 2023 or (B)(6) 2023 (exact date was not provided), the issue had been recurrent again, but the pen did not work at all despite changing the needle of the pen. Dose knob of humapen savvio (gray) was completely stuck, and she took incomplete dose because of the issue of the humapen savvio (gray) which led to disturbance in blood glucose level, dizziness, diabetic coma and on (B)(6) 2023, elevation in blood glucose level reached 480mg/dl (second episode). Her caregiver sprayed anti-rust on the pen because he thought it might help in pen working, but it did not. She stored the pen attached to the cartridge in refrigerator (improper storage of drug and device). She was using humapen savvio (gray) for seven years (improper use of device). The event of diabetic coma was considered as serious by the company due to medically significant reason. Further information regarding corrective treatment was not provided. Outcome of the other events was not recovered. After dose increased, the human insulin isophane suspension 70%/human insulin 30% therapy was continued. It was unknown if danterelax, sulfax, celecoxib and calcium, magnesium, vitamin d nos therapies would be restarted or not. Patient was the operator of the humapen savvio (gray) and her training status was not provided. The humapen savvio (gray) general model duration of use and the suspect humapen savvio (gray) duration of use were seven years. Action taken with the suspect humapen savvio (gray) was not provided and it was not available for return since humapen savvio (gray) worked well after troubleshooting. The initial reporting consumer did not relate the events with human insulin isophane suspension 70%/human insulin 30% therapy. The initial reporting consumer related the events of diabetic coma and incomplete dose administered with suspect humapen savvio gray device and did not relate the event of blood sugar increased with suspect humapen savvio gray device. The initial reporting consumer related the event of blood glucose increased (first episode) with danterelax, sulfax, celecoxib and calcium, magnesium, vitamin d nos therapies and did not provide relatedness assessment of the remaining events with danterelax, sulfax, celecoxib and calcium, magnesium, vitamin d nos therapies. Update 26-jan-2023: additional information received from the rcp on 24jan2023 for the tr# (B)(6). No new significant information received, and no further change were done in the case. Edit 26jan2023: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 02-feb-2023: additional information was received from patient support program on 29-jan-2023. Trackwise number (B)(4) was received from responsible complaint person and patient was enrolled in patient support program. No new medically significant information was reported, hence no changes were made to the case.

Manufacturer narrative:
Since the device is not being returned, evaluation for a malfunction is not possible. A follow-up report will be submitted when the final evaluation is completed as necessary.

Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statement in b.5. Please refer to update statement dated 08feb2023 in the b.5. Field. No further follow-up is planned. Evaluation summary female patient reported dose knob of humapen savvio could not be rotated easily. She struggled releasing dose, button got stuck at different time intervals on pressing and it became harder to use. Dose knob was completely stuck; she took incomplete dose of insulin. Patient experienced diabetic coma. Device was not returned to manufacturer for investigation (batch 1311v05, manufactured november2013). Therefore, it could not be evaluated to confirm complaint or presence of malfunction. Malfunction unknown. Complaint history review did not identify atypical findings with regards to pen jam issues. All humapen savvio devices are assessed for injection screw travel at end of manufacturing process, ensuring device functionality with high probability. Patient reported caregiver sprayed anti-rust product on pen because he thought it might help pen work. The core instructions for use state "do not cover in liquid or apply lubrication such as oil, as this could damage the pen." Patient reported she moved dose knob manually when pen was stuck to complete her dose administration. Core instructions for use state that you must push injection button straight down for dose to be delivered and you will not receive your insulin by turning dose knob. Patient continued to use device after experiencing complaint issue and stored pen in refrigerator. Core instructions for use state if any parts of humapen savvio device appear broken or damaged, do not use, and not store device in refrigerator. Core instructions for use also state always carry spare insulin pen in case pen is lost or damaged. There is evidence of improper use and storage. The patient attempted to inject by dialing dose knob. This misuse may be relevant to the event of diabetic coma. In addition, the patient stored device in refrigerator, applied lubricant to device, and used device after experiencing a problem with it. It is unknown if these misuses are relevant to event of diabetic coma.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and a product complaint (pc), concerned a 56-years-old female patient of unknown origin. Medical histories were not provided. Concomitant medications included cerebrolysin, mecobalamin and thitocid compound (as reported), all used for treatment of unknown indication. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) from cartridge (humulin 70/30), via a reusable pen humapen savvio (gray), at dose of 40 units and 25 units, daily, subcutaneously, for treatment of diabetes, beginning on an unknown date in 2016. Since an unknown date in 2016, she was using the humapen savvio (gray). On an unknown date in (B)(6) 2022, after starting human insulin isophane suspension 70%/human insulin 30% therapy, she had surgery in lumbar vertebra by laser with thermal frequency (reason was not specified). She left the hospital on the same day and was not hospitalized. On an unknown date in (B)(6) 2022, after this surgery, the physician prescribed some neurological medications; danterelax 25mg (as reported) from unknown formulation, at unknown dose, twice in a day; sulfax (as reported) from gel, at unknown dose, four times in a day; celecoxib (arythrex) 200mg from unknown formulation, at unknown dose, twice in a day; calcium, magnesium, vitamin d nos (calmag) from unknown formulation, at unknown dose, twice in a day; and cerebrolysin, mecobalamin and thitocid compound (as reported). On an unknown date in (B)(6) 2022, the neurological medications danterelax, sulfax, celecoxib and calcium, magnesium, vitamin d nos caused elevation in blood glucose level (first episode) for 10 or 15 days reached to 508 mg/dl after the mentioned surgery. So, the physician increased the daily insulin dose to 44 and 50 units per day to adjust the blood glucose level and on an unknown date in (B)(6) 2022, she was fully recovered. Danterelax, sulfax, celecoxib and calcium, magnesium, vitamin d nos therapies were prescribed for only one month and on an unknown date in (B)(6) 2022, these therapies were stopped. On an unknown date, the dose knob of the humapen savvio (gray) could not be rotated easily. She struggled on releasing the dose as the button got stuck at different time intervals on pressing and it became harder to be used by her ((B)(4); lot number: 1311v05). Since (B)(6) 2023 (exact date was not provided), the issue had been recurrent again, but the pen did not work at all despite changing the needle of the pen. Dose knob of humapen savvio (gray) was completely stuck, and she took incomplete dose because of the issue of the humapen savvio (gray) which led to disturbance in blood glucose level, dizziness, diabetic coma and on (B)(6) 2023, elevation in blood glucose level reached 480mg/dl (second episode). Her caregiver sprayed anti-rust on the pen because he thought it might help in pen working, but it did not. She stored the pen attached to the cartridge in refrigerator (improper storage of drug and device). She was using humapen savvio (gray) for seven years (improper use of device). The event of diabetic coma was considered as serious by the company due to medically significant reason. Further information regarding corrective treatment was not provided. Outcome of the other events was not recovered. After dose increased, the human insulin isophane suspension 70%/human insulin 30% therapy was continued. It was unknown if danterelax, sulfax, celecoxib and calcium, magnesium, vitamin d nos therapies would be restarted or not. Patient was the operator of the humapen savvio (gray) and her training status was not provided. The humapen savvio (gray) general model duration of use and the suspect humapen savvio (gray) duration of use were seven years. Action taken with the suspect humapen savvio (gray) was not returned to the manufacturer for investigation. The initial reporting consumer did not relate the events with human insulin isophane suspension 70%/human insulin 30% therapy. The initial reporting consumer related the events of diabetic coma and incomplete dose administered with suspect humapen savvio gray device and did not relate the event of blood sugar increased with suspect humapen savvio gray device. The initial reporting consumer related the event of blood glucose increased (first episode) with danterelax, sulfax, celecoxib and calcium, magnesium, vitamin d nos therapies and did not provide relatedness assessment of the remaining events with danterelax, sulfax, celecoxib and calcium, magnesium, vitamin d nos therapies. Update 26-jan-2023: additional information received from the rcp on 24jan2023 for the tr# (B)(4). No new significant information received, and no further change were done in the case. Edit 26jan2023: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 02-feb-2023: additional information was received from patient support program on 29-jan-2023. Trackwise number (B)(4) was received from responsible complaint person and patient was enrolled in patient support program. No new medically significant information was reported, hence no changes were made to the case. Update 08feb2023: additional information received on 07feb2023 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields/ european and canadian (EU/ca) device information. Device was not returned to manufacturer. Corresponding fields and narrative updated accordingly. Edit 09feb2023: additional information received on 07feb2023; added nov2013 as date of manufacturer for humapen savvio gray device (lot 1311v05; (B)(4) no new significant information and no further changes were made to the case.